Manufacturer narrative:
Insulin pump had an intermittent button due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 8.4 mmol/l. No significant events leading up to the alarm were recalled and the insulin pump was stated not to have been exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).